Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement of the minimally calcified right and left common femoral arteries (rcfa and lcfa) was attempted with prostyle devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with four prostyle devices, two cuff misses at each access site. The aaa procedure was completed and the physician opted to perform a surgical cut-down with surgical suturing to achieve hemostasis bilaterally. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.